Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced persistent hyperglycemia and repeated ¿restart ilet¿ alerts following a supply change using a contact detach infusion set; troubleshooting included a dry run, full supply change with cartridge and tubing, pump restart, and confirmation of adequate battery, with continued high glucose readings and recommendation to transition to backup therapy. Symptoms included weakness and thirst. Outcomes included no hospitalization, no professional medical intervention, and no reported use of backup therapy or ketone testing. Investigation included technical support review, device checks through guided troubleshooting, and user education on backup therapy and ketone management. Investigation of this case revealed an unclear cause of hyperglycemia with recurrent restart alerts, and no confirmed device or component malfunction identified through remote troubleshooting. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.